Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (concentration unknown) 170mcg/day via an implanted pump. The indication for use was noted as intractable spasticity and multiple sclerosis. The patient lived in a nursing home and was brought to the hospital. The patient had stopped breathing in the hospital and was currently in the intensive care unit (ICU) in a coma. The hcp wanted a representative to interrogate the pump. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.